Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, p-cap locked in place properly during testing. Unit powered up properly after battery installation. No blank display noted. Unit was successfully downloaded using (thump software) and care link. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep and active measurement current test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. During download review the adapt tool recorded pump error 63, 4, 23, 49 and 68 on (B)(6) 2023. Per software engineering investigation log pump error 63 was cause by processor watch dog failure and 4 was the consequence of pump error 63. File=522 line=341 variable info=0c. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assembly causing intermittent electrical shortage. Isolate to electronic assembly. Unit also received with cracked case (battery tube), cracked battery tube threads, missing display window cover and stained keypad overlay. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. However, during download review pump error 63, 4, 23, 49 and 68 were recorded due to corroded electronic assembly. Isolate to electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and a crack on the back of the pump and the pump stopped working after the shower. Troubleshooting was performed the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per hcp instructions. The insulin pump will be returned for analysis.